Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient had significant weight loss and as a result the ins was now too superficial and it was causing discomfort. It was stated that it caught on things and hurt daily. It was also noted that the patient had a surgical procedure to revise the pocket and the issue resolved. The rep mentioned that the health care professional opened the pocket and made a new pocket underneath the original capsule. There were no further symptoms or complications reported or anticipated.